Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 100 mg/dl. After the troubleshooting was done, customer was advised that we will ship a replacement battery cap and call back if issue continues. Customer also reported via phone call indicating that the insulin pump alarm an a21. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm did not occur shortly after inserting a new battery customer was advised that the insulin pump experience an unexpected restart. The customer was advised to monitor and call if issues recur. Customer had a battery out limit, failed battery test, no delivery and also an a17 alarm, he declined any further troubleshoot for any of these.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.